Manufacturer narrative:
Follow-up 06/18/2016: customer reported that they consulted with their health care providers about their infusion set options. Customer was using the 9mm t:90 infusion set and recently lost a significant amount of weight. Customer was instructed to try different body areas to inset the infusion sets and recommendation was made to try the 6mm t:90 infusion sets. Customer reported that changing the insertion location for the 9mm t:90 infusion sets helped their bg levels become controlled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 500 (mg/dl) for 1 week. Customer changed infusion set and administered insulin injections to treat bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.